Manufacturer narrative:
(B)(4).

Event description:
After inserting the introducer needle into the skin of the patient, the hub of the needle was detached from the needle tip when the doctor connected the introducer needle to the syringe through the hub.

Manufacturer narrative:
(B)(4). The customer returned an introducer needle for evaluation. Visual examination revealed the introducer needle cannula was separated from the needle hub. The needle hub did not have any cracks or deformities. The proximal end of needle cannula and the needle channel in the needle hub contained small amount of adhesive residue. The blast length of the needle cannula measured 10.0mm which is within specifications of 8.5-10.5mm per product drawing. The outer diameter of the needle cannula and the inner diameter of the returned needle hub were also within specification. The needle cannula was able to fit in the hub; however, it was loose and easily removed. A device history record review was performed and a relevant finding was identified. A non-conformance was initiated for lot 71c17g0665 as a result of a customer complaint for a needle cannula detached from hub before use issue. The customer reported issue of the needle separating from the hub of the introducer needle was confirmed during sample investigation. Microscopic examination revealed signs of adhesive inside of the needle channel of the needle hub and a small amount on the proximal tip of the needle cannula. No damage/cracks were observed on the needle hub that might have caused the needle cannula to separate. Dimensional inspections were performed, and no issues were found. A device history record review was performed, and a relevant finding was identified. Based upon the observed defect the probable cause of this issue is manufacturing - assembly related. A non-conformance request has been initiated to further investigate this complaint issue.

Event description:
Complaint description: after inserting the introducer needle into the skin of the patient, the hub of the needle was detached from the needle tip when the doctor connected the introducer needle to the syringe through the hub.